Event description:
Device 1 of 3 . Reference MFR report #: 3008829311-2018-00100. Reference MFR report #: 3008829311-2018-00126. Follow up revealed that the patient underwent surgery on (B)(6) 2018 wherein the ipg was replaced to resolve the lead pull out. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3008829311-2018-00100. It was reported that x-rays confirmed that the patient's lead was dislodged from the generator. As a result, surgical intervention may be pending to revise the lead.

Event description:
Device 1 of 3. Reference MFR report #s: 3008829311-2018-00100; 3008829311-2018-00126.